Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pocket area of this implantable pacemaker was hot, painful and a little swollen. An electrokardiogram (EKG) was taken and could not find anything wrong. Boston scientific technical services (ts) discussed that the device is not capable of putting out any heat and likely there was irritation from the foreign object due to swelling. The patient was then advised to consult a physician. There was no further information received from the field. All available data suggests that this device still remains implanted and in service. No adverse patient effects were reported.